Manufacturer narrative:
(B)(4). Investigation by field service technician was not performed, because the incident was reported directly from the hospital to the FDA and not to the ssu, is no hospital known and no serial number available. Notification of this event received from facility medwatch report mw5068893. The report contains all the information presently available. No further information has been received despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received.

Event description:
(B)(4). After completing a change of the ECMO circuit an alarm displaying "housing fan 2 defective was displayed. The user manual was consulted and it read to change the device console immediately, the console was changed without incident. Issue occurred during a patient treatment. There is no notification of a patient injury.